Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Your facility did not provided photos or samples to aid in our quality engineer's investigation. Unfortunately, without the sample, bd was unable to verify the reported issue. Production record review could not be completed as the batch/lot of the defective product was unknown. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which may have included this lot, had an applicator end cap that was improperly secured during the manufacturing process. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completes the customer response form associated with the recall and follows the directions provided. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally.

Event description:
It was reported by the sales representative that the end cap fell off the applicator during use. Per complaint form: was notified by a nurse that the end cap of a 26ml chloraprep applicator was defective and came off while prepping the patient. The applicator was throw away, so the applicator is not available for return. The charge nurse said that there was another applicator that did the same thing the week before. Staff is aware to keep future applicators so lot numbers can be recorded and sent in to bd.